Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmennorhea (cramping)') in a 31-year-old female patient who had essure (batch no. C51081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscopy/novasure/essure" and device ineffective "device ineffective". The patient's medical history included high cholesterol, drug allergy, pap smear abnormal, colposcopy, migraine, low back pain, abdominal pain, parity 2, amenorrhoea and menorrhagia. Previously administered products included for an unreported indication: butalbital, acetaminophen, ibuprofen, prenatal vitamins and caffeine. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy with essure device"), 6 months 5 days after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), metrorrhagia ("metorhagia (bleeding b/w periods)") and device dislocation ("right coil was not seen/right sided essure not identified"). The patient was treated with surgery (essure removal srugery/laproscopic bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the dysmenorrhoea and metrorrhagia had not resolved and the pregnancy with contraceptive device and device dislocation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered device dislocation, dysmenorrhoea, metrorrhagia and pregnancy with contraceptive device to be related to essure. The reporter commented: received treatment for dysmenorrhea (cramping) diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2017: total bilateral occlusion. Lot number: c51081, manufacturing date: 2014-04, expiration date: 2017-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-apr-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmennorhea (cramping)') in a 31-year-old female patient who had essure (batch no. C51081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscopy/novasure/essure" and device ineffective "device ineffective". The patient's medical history included high cholesterol, drug allergy, pap smear abnormal, colposcopy, migraine, low back pain, abdominal pain, parity 2, amenorrhoea and menorrhagia. Previously administered products included for an unreported indication: butalbital, acetaminophen, ibuprofen, prenatal vitamins and caffeine. On (B)(6)-2017, the patient had essure inserted. On (B)(6)-2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy with essure device"), 6 months 5 days after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), metrorrhagia ("metorhagia (bleeding b/w periods)") and device dislocation ("right coil was not seen/right sided essure not identified"). The patient was treated with surgery (essure removal srugery/laproscopic bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the dysmenorrhoea and metrorrhagia had not resolved and the pregnancy with contraceptive device and device dislocation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered device dislocation, dysmenorrhoea, metrorrhagia and pregnancy with contraceptive device to be related to essure. The reporter commented: received treatment for dysmenorrhea (cramping) diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)-2017: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6)-2021: medical record received: event: 'endometrial ablation performed concomitantly with the essure micro-insert implantation nos' , lot number, medical history, reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure coil removed partly with the fallopian tube and the remainder of the coil was removed with the graspers') and dysmenorrhoea ('dysmennorhea (cramping)') in a 31-year-old female patient who had essure (batch no. C51081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and medical device monitoring error "hysteroscopy/novasure/essure". The patient's medical history included high cholesterol, drug allergy, pap smear abnormal, colposcopy, migraine, low back pain, abdominal pain, parity 2, amenorrhoea, menorrhagia, pregnancy, infection, gestational diabetes, induced abortion, headache, mood altered, obesity, pre-menstrual tension syndrome, amenorrhoea and acute vaginitis. Previously administered products included for an unreported indication: butalbital, acetaminophen, ibuprofen, prenatal vitamins and caffeine. Concomitant products included diazepam (valium), hydrocodone bitartrate;paracetamol (norco), ibuprofen, medroxyprogesterone acetate (depo-provera) and minerals nos;vitamins nos (prenatal vitamins). On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy with essure device"), 6 months 5 days after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), intermenstrual bleeding ("metorhagia (bleeding b/w periods)") and device dislocation ("right coil was not seen/right sided essure not identified"). The patient was treated with surgery (essure removal srugery/laproscopic bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the device breakage, pregnancy with contraceptive device and device dislocation outcome was unknown and the dysmenorrhoea and intermenstrual bleeding had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered device breakage, device dislocation, dysmenorrhoea, intermenstrual bleeding and pregnancy with contraceptive device to be related to essure. The reporter commented: received treatment for dysmenorrhea (cramping) left: 4 coils, right: 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2017: total bilateral occlusion. Lot number: c51081 manufacturing date: 2014-04 expiration date: 2017-04 concerning the injuries reported in this case, the following ones were described in patient¿s medical records: essure removed partly with the fallopian tube and the remainder of the coil was removed with the graspers. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 30-jun-2021: medical record received. Patient medical history, concomitant medications, new event: essure coil removed partly with the fallopian tube and the remainder of the coil was removed with the graspers and reporter causality comment added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmennorhea (cramping') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy with essure device"), 6 months 5 days after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), metrorrhagia ("metorhagia (bleeding b/w periods") and device dislocation ("right coil was not seen"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea and metrorrhagia had not resolved and the pregnancy with contraceptive device and device dislocation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered device dislocation, dysmenorrhoea, metrorrhagia and pregnancy with contraceptive device to be related to essure. The reporter commented: received treatment for dysmenorrhea (cramping). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2017: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: pfs received : event "right coil was not seen", reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmennorhea (cramping)') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy with essure device"), 6 months 5 days after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), metrorrhagia ("metorhagia (bleeding b/w periods)") and device dislocation ("right coil was not seen"). The patient was treated with surgery (essure removal srugery). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea and metrorrhagia had not resolved and the pregnancy with contraceptive device and device dislocation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered device dislocation, dysmenorrhoea, metrorrhagia and pregnancy with contraceptive device to be related to essure. The reporter commented: received treatment for dysmenorrhea (cramping) diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2017: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmennorhea (cramping)') and pregnancy with contraceptive device ('pregnancy with essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required) and metrorrhagia ("metorhagia (bleeding b/w periods)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (essure removal surgery). Essure treatment was not changed. At the time of the report, the dysmenorrhoea and metrorrhagia had not resolved and the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered dysmenorrhoea, metrorrhagia and pregnancy with contraceptive device to be related to essure. The reporter commented: received treatment for dysmenorrhea (cramping). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2017: essure confirmation test(s) (unspecified) result- other. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Previously reported event "injury to herself" was updated with "dysmenorrhea (cramping)", events- "pregnancy with essure device, metorhagia (bleeding b/w periods), device ineffective", lab data added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.